Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead dislodged. During the replacement procedure, the dislodged lv lead was explanted, and the patient began to feel chest tightness. The patient then suffered from acute left heart failure. The patient was put on a ventilator and given cardiotonic and diuretic medications. After rescue, the patient¿s condition was poor. The surgery could not be continued, and the procedure was abandoned. The patient was scheduled for a procedure after the heart failure was relieved and a new lv lead was implanted. No further patient complications have been reported as a result of this event.